Event description:
As reported in femoral sheaths and accessories survey the respondent #29 reported the following: hematoma, minor bleeding and vascular complications. There was no further treatment needed for the hematoma, there were no severe complications. The minor bleeding stopped after "vasc seal". There was aspiration needed of thrombus as a vascular complication. The device is not available for analysis.

Manufacturer narrative:
PMA number will remain unknown as the catalog is unknown. Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported in femoral sheaths and accessories survey the respondent #29 reported the following: hematoma, minor bleeding and vascular complications. There was no further treatment needed for the hematoma, there were no severe complications. The minor bleeding stopped after "vasc seal". There was aspiration needed of thrombus as a vascular complication. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and on the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "hematoma, bleeding, and thrombus¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined, especially since patient related events cannot be duplicated in a lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Complications of vascular access include, but are not limited to, additional interventions, hematoma, hemorrhage, and thrombus formation, amongst others. All devices should be used as per their instructions for use (IFU) to prevent patient complications. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.